Event description:
The customer reported that she activated a pod on (B)(6) 2013 at 1:15pm. At 10:00am on (B)(6), her blood glucose was 202 mg/dl, and she gave herself a 3 unit bolus. At 12:30pm, her blood glucose result was 400 mg/dl, so she gave herself a 5 unit bolus. At 1:00pm, she noticed that the cannula was out of the infusion site and she deactivated the pod. She said that the cannula was bent when she removed the pod.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. The bent cannula was not confirmed, nor was any malfunction or defect found that would have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."